Event description:
It was reported that the insert was removed because of pain and presence of granuloma and metallic fragments.

Manufacturer narrative:
This report will be amended when our investigation is complete.